Event description:
A greenfield filter was implanted on (B)(6) 2007. On (B)(6) 2009 it was noted there was perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On (B)(6) 2009 it was noted there was perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported. It was further reported that a patient with an umbilical hernia and a history of deep venous thrombosis was implanted with a greenfield filter and a laparoscopic umbilical hernia repair was performed on (B)(6) 2007. On (B)(6) 2009, an attempted ivc filter repositioning, ivc ogram and new filter placement was performed. A gunther tulip vena cava filter was implanted. The greenfield filter was initially attempted to be snared. The snare would not pass distally towards the feet of the filter related to the fibrosis of the body of the filter against the wall of the ivc. Multiple attempts were made but failed. On (B)(6) 2017 a CT of the abdomen without contrast was performed and revealed two filters in place, one below the other in the infrarenal ivc. The proximal filter tilts into the left proximally by 13 degrees and the more inferior filter is tilted proximally to the left by 5 degrees. The anterior and right lateral struts of the proximal device extends slightly beyond the vessel wall. Neither device shows fracturing or bending. On (B)(6) 2017 a CT of the abdomen without contrast was performed and revealed the ivc filter is in place in expected position.